Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt (B)(6) underwent surgical intervention on (B)(6) 2014 due to a suspected lead fracture. During the procedure, invalid impedance was found on the lead. Additionally, the lead was reportedly damaged due to the physician's extraction technique. Next, a replacement lead was implanted and in turn resolved the pt's issue.